Manufacturer narrative:
H.6. Investigation: customer returned two (2) 30gx12.7mm, 0.5ml bd insulin syringes from an open polybag from lot 9343396. Consumer reported that plunger rod is hard to push and needles are dull. The returned syringes were examined, and it was observed that one of the syringes exhibited needle hub separation (investigation captured in 1920898-2020-00837). The other syringe did not exhibit hub separation. The syringe that did not exhibit hub separation was tested for plunger rod movement: the plunger rod was able to move properly. Next, this syringe was tested for point geometry, outer diameter and lube coverage. The following was observed data: point outer diameter (in.) Lube sample 1 good 0.0123 good the tested syringe tested within specification. No evidence of manufacturing defect was observed on this sample. Since no defects were observed the alleged issues could not be confirmed. Unable to perform DHR check for plunger rod difficult to move and npi needle dull due to reported unknown lot# for these issues. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown verbatim: consumer reported plunger hard to push consumer reported needles dull lot #: unknown, from prior boxes. Will not be able to obtain lot # catalog#: unknown will not be able to obtain date of event: unknown samples status discard

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for plunger rod difficult to move and npi needle dull due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe, plunger rod difficult to move, npi needle dull) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for plunger rod difficult to move and npi needle dull due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: consumer reported plunger hard to push. Consumer reported needles dull. Lot #: unknown, from prior boxes. Will not be able to obtain lot #. Catalog#: unknown will not be able to obtain. Date of event: unknown. Samples status discard.